Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) ranging from 57-65 mg/dl. Reportedly, the customer alleged pump software did not suspend insulin delivery. Although requested contact declined to upload pump and further assistance from tandem technical support regarding the issue. Recommendation was made to consult with a healthcare provider to discuss diabetes management.